Event description:
The reporter indicated that the pt is experiencing an increase in seizures and the device is not working. It is unk if the increase in seizures is above the pre-vns frequency. The reporter also stated that the pt is currently in jail and was 'beaten up' on their left side by the police.